Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Blood glucose (bg) was over 500 mg/dl with ketones. Reportedly, a healthcare provider identified ketone level as dangerous/life threatening. Customer reportedly lost a lot of weight and customer felt that occlusions mostly likely were due to kinked cannulas; however, this could not be confirmed.